Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Female consumer via chatbot stated that her oral-b pro 3000 toothbrush head kept detaching from the toothbrush base, although it did not fully fall off and rather moved/detached from oral-b base. No injury was reported.